Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was a loose closure with a bd vacutainer® serum blood collection tubes. This occurred on 1000 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: hemorgard opened itself, when customer re-cap hemoard for sample storage or to deliver sample to commercial lab after finish in house diagnostic testing.